Event description:
Pt developed a clostridium infection 2 days post bunionectomy. This was confirmed via wound culture. Pt was transferred to another facility for wound debridement and hyperbaric therapy. Facility is reporting this to the MFR only for info purposes. Facility could not provide catalog or lot numbers of the device used or involved. They could not confirm that this device was the actual cause of the infection as there were other competitor devices used in the procedure. Co is reporting this event as an injury because it is alleged that one of their products was involved.